Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set was leaking from the tubing. The leak was described as, ¿seepage at the line¿. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in june 2023. H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the tubing. A leak test was performed, and the leak was observed from the hole in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.